Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a friend of the patient contacted ms&s, regarding the patients aspira peritoneal drainage system. The care taker is not able to get any drainage from the catheter. Ms&s suggested the care taker reposition the patient. This did not help drain the catheter. The care taker stated that valve is not sunken in. Ms&s suggested that the care taker contact hospice to get the catheter flushed.